Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 14. On (B)(6) 2021, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and fistula. No further patient complications were reported.